Event description:
This premature baby was receiving fluid and nutrition through the PICC line that this extension set was attached to. The clear fluid was leaking onto the linens through the cracked hub, and the nursing staff did not realize that the baby was not getting the fluid until she has a seizure. Glucose level then was 4. She immediately improved with admin of 10% glucose solution.